Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the secondary line continued to infuse mesna without switching over to primary. Htm found a defective "air in line" sensor on pump. Pump repaired. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.